Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose on an unknown date was in the mid-300 mg/dl range with rapid-, deep-breathing, extreme drowsiness, confusion, and extreme thirst. It was alleged that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The reporter noted that the patient was not doing cgm quality checks per instructions for use. This complaint is being reported because the reported health event was attributed to and alleged device issue.